Event description:
Dr. Stated the patient had a very calcified vessel that he attempted to cross with the balloon. The balloon crossed and was inflated. He indicated that the balloon did rupture after inflation and that it was difficult to remove from the body. It was noted post removal of the balloon that the single marker that is on the balloon was retained in the vessel. No harm was noted to patient. The marker came off the balloon when removing device from body. The balloon was still intact when removed, but marker remained in the body. Manufacturer response for balloon catheter, sapphire ii pro (per site reporter). Unknown.